Event description:
The customer states that a physician questioned an initial total b-hcg result of 9000 miu/ml. The lab repeated the original sample with a result of 4000 miu/ml. The sample was retested again with a result of 9000 miu/ml. The customer ran all samples using the 1:200 dilution protocol of the imx analyzer. Controls were within specifications. The patient was recovering from an ectopic pregnancy. The effect on treatment was unknown and no additional patient information was made available. A new sample taken seven days later and generated a result of 7000 miu/ml; however, controls were low out of the lab's specifications. Lab control ranges were not provided, but the results were within the assay package insert ranges. The sample was repeated and generated a result of 17,000 miu/ml with controls within specifications. The sample was sent out for additional testing (method unknown) and a result of 17,941miu/ml was generated. There was no impact to patient management reported.